Manufacturer narrative:
A beckman coulter field service engineer (fse) was not sent to the customer site. The customer replaced the sample probe and sample syringe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous low patient results for multiple analytes including alt (alanine aminotransferase), ast (aspartate aminotransferase), bun ( blood urea nitrogen), creatinine on the dxc 700 au clinical chemistry analyzer. There was no change in patient treatment in association with this event.